Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Have two halves of the needle somewhere within my stomach [injury associated with device]. The needle broke in half [needle issue]. He didn't receive the dose on the day of needle broke [product dose omission issue]. Case description: this serious spontaneous case from ireland was reported by a consumer as "have two halves of the needle somewhere within my stomach(needle stick/puncture)" with an unspecified onset date, "the needle broke in half(needle broken)" with an unspecified onset date, "he didn't receive the dose on the day of needle broke(drug dose omission)" with an unspecified onset date, and concerned a patient who was treated with novofine plus 4mm (32g) (needle) from unknown start date for "device therapy", the patient's height, weight and body mass index (bmi) were not reported. Medical history was not provided. Concomitant products included - ozempic 1 mg (semaglutide) solution for injection, 1.34 mg/ml it was reported that the patient takes the injection on every wednesday's. On an unknown date, reported as this morning, while injecting the needle broke in half . Patient tried to complete the injection but the second half broke off too, so the patient could not inject and the two halves of the needle were somewhere within the patient's stomach. The patient stated that the [?]needle was collapsing' on administration and thinks needle's were too thin. Patient said the needle [?]went sideways' and [?]went at a right angle to the pen'. He thinks he didn't receive the dose. He said on these occasions he would [?]skip the dose'. The patient has never experienced any adverse events related to this. Patient stated that on 2 previous occasions the needle has broken off the pen. On an unknown date, reported as this morning, the patient took the injection and the first time he tried the needle broke off, but the second time he tried (when he attached a new needle), it worked and he did receive the dose. He could [?]hear it being administered' while he [?]left the needle in for about 5-10 seconds before withdrawing'. There was no issue with the ozempic 1mg pen in question. The only issue was with the needles. Patient was trained in use of pen, the nurse showed him.. It was additionally informed that patient has a [?]fairly broad protection of skin' on his stomach. He said previously he had found the location of one of them. Patient has no samples available as he disposed of them in the sharps bin and would not be able to identify the needles. Batch numbers: novofine plus 4mm (32g): me61142-3. The outcome for the event "have two halves of the needle somewhere within my stomach(needle stick/puncture)" was unknown. The outcome for the event "the needle broke in half(needle broken)" was unknown. The outcome for the event "he didn't receive the dose on the day of needle broke(drug dose omission)" was not reported. References included: reference type: e2b company number. Reference ID#: (B)(4). Reporter comment: according to the reporter, needles are too thin.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) have two halves of the needle somewhere within my stomach [injury associated with device] the needle was too flimsy and broke in half [needle issue] he didn't receive the dose on the day of needle broke [product dose omission issue] case description: this serious spontaneous case from ireland was reported by a consumer as "have two halves of the needle somewhere within my stomach(needle stick/puncture)" with an unspecified onset date, "the needle was too flimsy and broke in half(needle broken)" with an unspecified onset date, "he didn't receive the dose on the day of needle broke(drug dose omission)" with an unspecified onset date, and concerned a elderly male patient who was treated with novofine plus 4mm (32g) (needle) from unknown start date for "diabetes", the patient's height was reported as 5 foot 11 patient's weight was reported as 20 stones patient's body mass index was not reported current condition: diabetes(since 3-4 years ago and type was not reported) historical condition: car accident(6 and a half years ago) concomitant products included - ozempic 1 mg(semaglutide), bd microfine pen needles(non-codable) on an unknown date, reported as this morning, while injecting the needle broke in half . Patient tried to complete the injection but the second half broke off too, so the patient could not inject and the two halves of the needle were somewhere within the patient's stomach. The patient stated that the [?]needle was collapsing' on administration and thinks needle's were too thin and filmsy. Patient said the needle [?]went sideways' and [?]went at a right angle to the pen'. He thinks he didn't receive the dose. He said on these occasions he would [?]skip the dose'. The patient has never experienced any adverse events related to this. Patient stated that on 2 previous occasions the needle has broken off the pen. Patient had not experience any adverse event due to tc (techincal compliant) issue or since started treatment with ozempic. Patient did not use a used needle, but a new needle was used and also confirmed that the force to inject the drug was normal.the nurse had shown the patient on how to use ozempic the outcome for the event "have two halves of the needle somewhere within my stomach(needle stick/puncture)" was recovered. The outcome for the event "the needle was too flimsy and broke in half(needle broken)" was recovered. The outcome for the event "he didn't receive the dose on the day of needle broke(drug dose omission)" was not reported. Investigational result novofine® plus 32g x 4mm, batch number: me61142-3 the product was not returned for examination. Since last submission, the case has been updated with the following. Investigation result added imdrf code added relevant fields updated in EU/ca tab patient demographics updated medical history was added suspect product indication was added verbatim of the event 'needle broken' updated to the needle was too flimsy and broke in half treatment received and outcome was added update to initial report ticked in EU/ca tab device narrative updated reporter causality for the events were updated narrative was updated accordingly references included: reference type: e2b company number reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number final manufacturer's comment: 23-jun-2023: the suspected device (novofine plus 4mm, 32g) has not been returned to novo nordisk a/s for the investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine plus needle. Continued: evaluation summary name: novofine® plus 32g x 4mm, batch number: me61142-3 the product was not returned for examination.